Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a vessel in the lower extremity. A 300 cm pt graphix¿ guide wire was advanced to cross the lesion. However, it was noted that the tip of the wire was detached in the patient's tibial artery and landed at the bifurcation of posterior tibial and peroneal artery. Four days after, the detached tip was successfully snared. The patient did not experience any foreign body reaction and there were no patient complications even if the detached tip remained inside the patient for four days and the patient's status was fine.